Manufacturer narrative:
Patient weight not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The instrument was confirmed to be unable to be verified, and the surgery was finished using a backup product.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The passive planar ball was not working with the navigation system when attempting to verify instruments. There was no procedure delay. The procedure was completed without aborting imaging or navigation. There was no impact on patient outcome. No complications were reported/anticipated.